Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and the urgent care visit. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient's mother reported on (B)(6) 2013 at 12:00 am her daughter was throwing up so she took promethazine and a manual injection of insulin (exact dosage was not provided) and drank some water. Her bg measured 390 mg/dl at 9:03 pm, 318 mg/dl at 9:43 pm and 235 mg/dl at 10:05 pm. She was concern of all the high bg and the symptoms her daughter was having so she decided to bring her to the doctor office.